Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient has alleged visualization of black specks. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.